Event description:
It was reported that this left ventricular (lv) lead exhibited no capture. An x-ray was performed, and it was confirmed that the lead was dislodged. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited no capture. An x-ray was performed, and it was confirmed that the lead was dislodged. The patient experienced twiddler syndrome. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory analysis did identify a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.